Event description:
On 03/02/2000, the facility's material manager informed the MFR's sales representative of the following: notified via pager 03/02/2000, of device to pick-up. The MFR's sales representative spoke with facility's operating room supervisor 03/07/2000, who stated the device was left with supervisor and it "would not flush". No further details were provided.